Event description:
Lead management case to extract one fractured lead. The 7020 rv lead (impl. (B)(6) 2007) was prepped with an lld and lasing began with a 16f glidelight laser sheath. The procedure went well until the physician reached the rv apex, the blood pressure dropped. Transthoracic echo did not reveal an injury and showed only lack of myocardial activity; the lead extraction was completed with manual traction and CPR was started. The physician and CT surgeon did not believe that the patient's decline was caused by a vessel injury since no injury could be found on echo so no other interventions were used. The patient did not survive the intervention and upon autopsy 1 l of blood was discovered in the left chest as well as an ivc/ra junction tear.